Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when sensor was removed there was no electrode.

Manufacturer narrative:
Reliability analysis inspected two opened/used partial enlite sensors and found one of two sensor cannulas retracted inside the sensor. Unable to confirm the the customer received the sensors in said condition due to the product being returned opened/used.